Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to ensure the pump was not connected to a power source and to use the tip of their finger to press the center of the button firmly. Despite these efforts, the button remained hard to press, indicating the pump was out of warranty, and the customer was advised to contact their health insurer for further assistance.